Event description:
It was reported that the patient is no longer feeling stimulation. There has been no reported trauma or manipulation. Diagnostics were performed and high impedance was obtained. Attempts for further info have been unsuccessful to date.